Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a infection while on peritoneal dialysis (pd) modality. It was reported the patient has experienced a pd infection. The patient stated they were doing treatments at home on peritoneal dialysis they gave them an infection so now they are on hemodialysis. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Clinical investigation: attempts to contact the patient were unsuccessful. It is unknown what type of infection the patient was referring to in the survey. It cannot be determined with the limited information if the patient was referring to peritonitis, a pd catheter infection, an exit-site infection, or another type of infection altogether. There was no allegation of a device malfunction or deficiency reported in the survey. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.